Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an allergic reaction, and the device was explanted. Additional info has been requested. A f/u report will be sent if additional info becomes available.